Event description:
The customer reported the unit was losing images on the hard drive (data loss). There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system needs the single board computer upgrade kit installed pending customer approval.